Event description:
It was reported that the device experienced an electrical reset. The device reset was cleared and a cap formation was done. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed a power on reset - power on reset parameters, with 1 - por for critical ram parity error, addr=131a, data=40 on (B)(6) 2012 15:24:21 and 1 - patient alert for device circuit error on (B)(6) 2012 15:24:21.